Event description:
Reporter indicated a pt developed an infection at the vns generator site following attempted generator replacement surgery. The resident generator was removed, a new generator was attached to the resident lead and then removed, and the original generator was placed back in the pt as the pt needed revision of the lead due to high lead impedance (previously captured in MDR report # 1644487-2011-00621). The pt later had the generator only explanted. The tp picked at the incision site which caused the infection. Cultures of the generator incision site identified (B)(6) bacteria. The pt was placed on antibiotics and is recovering from the infection. The plan of care is to have the pt reimplanted when the infection clears.

Manufacturer narrative:
Device mfg records were reviewed. Review mfg records confirmed sterilization for both the generator and lead prior to distribution.